Event description:
The customer reported a false positive result when testing a patient urine sample with the mckesson consult diagnostics hcg dipstick. Approximately one week prior, the patient presented with a heavy menstrual period and an ultrasound was performed to rule out a miscarriage. The ultrasound indicated that the patient was not pregnant, however the patient requested additional confirmation. Testing was performed with the mckesson consult diagnostics hcg dipstick and a positive result was observed. The patient returned to the hospital approximately one week later, and urine and blood tests were performed with negative results; the patient was determined not to be pregnant. The patient was a minor, and was emotionally distressed at the positive result. No adverse events were reported. The customer also reported a false positive result for an additional patient; see h10 for the related report number.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retained product. However, complaint details indicate that the test strips were immersed in the samples for a few minutes. Per the directions for use, with arrows pointing toward the urine specimen, immerse the test dipstick vertically in the urine specimen for at least 5 seconds. Do not pass the maximum line (max) on the test dipstick when immersing the dipstick. Excess sample can interfere with product performance and potentially lead to erroneous results. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. ¿ a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.